Event description:
Per the clinic, the patient device was explanted on (B)(6), 2012, due to electrode anomalies (specific type not reported). The patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2012.